Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that multiple cartridge alarms occurred during insulin delivery. Customer continued to use pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.